Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their urges were terrible. They didn't know if the therapy was on or too low because they were using the bathroom on themselves and they went to the bathroom at least every 30 minutes. They reported they went to the bathroom, then drove across the street and peed on themselves in that short amount of time. They attempted to walk through checking settings but couldn't due to handset not powering. They were going to charge it and call back for assistance. They were asked about event date and they stated it never worked very well. They stated they had been trying to turn it up and down due to this. Additional information was received. The patient called back repeating the same information. They said they were urinating a little bit of urine, enough to fill a cup, so they were not completely emptying. They said they were on program 7 at 0.7 volts. They didn't feel anything if they turned it up to 0.8 volts they felt a burning sensation. They noted they had tried all their programs. They were redirected to their healthcare provider to further address the issue. They said they were on program 1 when they got the implant and it acted up so they went to program 2. Program 2 didn't last as long as program 1. They were going back to program 1 because they could feel the stimulation.